Manufacturer narrative:
Retainer ring = clear. Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform displacement test due to pump flashing white light on the display. Unit was received with cracked battery tube threads and cracked select button keypad overlay. The p-cap locks properly into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked from the backside. Customer stated that the insulin pump was bumped or dropped. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.